Manufacturer narrative:
This report has been identified as a duplicate of 0001811755-2016-01832 submitted on 8/15/2015. This MDR was filed in error.

Event description:
It was reported that the tip of the device was identified to be damaged during evaluation at the manufacturer facility. No adverse consequences or procedural delays were associated with this event.

Event description:
It was reported that the tip of the device was identified to be damaged during evaluation at the manufacturer facility. No adverse consequences or procedural delays were associated with this event.